Event description:
A patient of undisclosed gender and age underwent an unspecified procedure during which the cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray was utilized. During use, the blue hub of the patient's triple lumen femoral central line began leaking. In an attempt to resolve the issue, the clear link was replaced three times, along with the connecting bifuse, but the leak persisted. The device was returned to cook for evaluation; initial visual inspection of the device reveals a cracked blue hub. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
C1 - #3: rifampicin/minocycline hcl 1000g/kg. D1 - brand name: cook spectrum minocycline/rifampin impregnated triple lumen central venous catheter tray. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided indicating that the patient required removal of the central venous catheter (cvc) after the leak was discovered. After evaluating the patient post removal, the care team decided to replace the cvc with a peripherally inserted central catheter (PICC) line.

Manufacturer narrative:
Additional information: b5. Correction: b1, b2, h1, h6 - annex f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.